Event description:
It was reported that an asymptomatic patient presented for cardioversion surgery. Upon fluoroscopy, externalized conductors were observed on the lead. The lead was electrically normal. Lead remains implanted. Patient will continue to be followed. No further information available.